Event description:
During a r max sinus augmentation in conjunction with placement of one implant fixture. The doctor was using an el2 to elevate the membrane from the sinus floor. The el2 (elevator) broke approx 5mm from the tip. The tip was found in a small perforation in the membrane and was retrieved.